Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed for blood leak and blood was visually observed in the drain line. Blood test strips were not used as the leak was visible. No dialyzer defect or crack was noticed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml as the patient¿s blood was not returned. The patient reportedly felt ¿light-headed¿, but there was no medical intervention taken as a result of this event. No serious patient adverse effects were experienced. The patient¿s blood lab results were within normal parameters. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood contamination. The fibers were streaked with blood residue and blood was observed within the dialysate compartment and in both headers of the dialyzer. Gross visual examination of the returned device identified polyurethane (pu) delamination on the non-cavity ID end of the dialyzer which extended under the silicone o-ring from approximately 110° to 230° with the dialysate ports at 0°. The delamination manifested as separation of the pu potting material from the dialyzer housing wall. No other damage or irregularity was noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices noted on the lot which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed delamination on the non-cavity ID end of the dialyzer. The complaint has been deemed confirmed.